Event description:
Patient presented to the physician with pain in their chest, neck, and shoulders. Physician referred the patient to physical therapy and patient is currently in physical therapy for pain management.